Event description:
The wife on an end user called in and stated her husband noted redness and itching beneath tape border. The end users wife also stated the skin is open approximately 10 x 10cm at the 6 o'clock position.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user wife stated the end user uses allkare protective barrier wipes. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4), 2013. Note: the actual date of event is unknown, so the date use was the date convatec became aware.